Event description:
Peritonitis, the pt with a history of total abdominal colectomy for toxic indeterminate colitis, who underwent routine completion protectomy with ileal pouch anal anastomosis and diversion with loop ileostomy. Three sheets of sprafilm were placed under the midline incision prior to closure. The pt was discharged 4 days after surgery. Three days later, the pt was re-hospitalized with abdominal pain, fever of 39.0 degrees celsius, an elevated white blood cell count (29,000/microl), hypotensiion, tachycardia, and peritonitis. Urgent exploratory surgery revealed cloudy exudative fluid under the incision where seprafilm had been placed. The abdomen was copiously irrigated with saline, drained, and closed. Peritoneal fluid cultures grew rare coagulase-negative staphylococcus species considered to be skin contaminants. The pt's amylase and lipase levels were normal. The pt recovered without sequelae and was subsequently discharged. The relationship between the adverse event and seprafilm was reported as possibly related, per the authors.